Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a labral repair procedure, on (B)(6) 2020, when placing the ar-3638 the suture passing link broke before they could pass the repair suture through the anchor. This occurred with three ar-3638 from the same lot (lot 10659880). Surgeon had used an ar-3638ds as the guide and drill and had no difficulties placing or setting the anchor and it slid down through the anchor ok at first. Then a great amount of resistance was felt and the surgeon tried doing the "pop" and "jig" motion and the passing link suture snapped. After the first anchor malfunctioned they attempted to use the 1.9mm flexible drill for a larger drill hole and it still did not work. They had to cut the excess suture from all three anchors and leave the anchors in place. They then found a different spot on the glenoid to drill and put in 2.9 pushlocks. During the same procedure they also had an issue with the ar-6068-25tl (lot 913693740). The passing nitinol wire would not roll. They had only used it to pass once before it stopped working. They opened a second lasso and it worked fine. It was reported that no harm was done to the patient and the repair was completed successfully.